Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted and replaced. This relates to the left side.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on july 28, 2023 with lot number 3501473. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ crease is observed. ¿ white particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted and replaced. This relates to the left side.